Event description:
The user facility reported during an esophagogastroduodenoscopy (egd) they lost light and visualization. The facility reported that the procedure was aborted. There was no patient injury reported.

Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for investigation. The facility has been contacted several times for additional information, but no further information was obtained. If the device is received for investigation at a later date, a supplemental report will follow. This report is being submitted as an MDR in an abundance of caution.